Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated off and on for the last 2 weeks they had been having lots of trouble with their charger/charging. Pt mentioned charging was taking a long time and the recharger (rtm) didn't seem to be making a connection. Pt then said the day before yesterday they weren't able to charge up so their implant battery was down to 0. Pt met with rep today and rep checked equipment and said they thought there was a bad connection where the rtm cord came out of the paddle. While rep was checking pt's equipment today for recharging issue, rep noticed the top white on/off button on the controller was very hard to work. Pt said the rep couldn't get "it" to turn on or off with that button. An email was sent to the repair department to replace the controller. An email was sent to the repair department to replace the rtm. No symptoms or patient complications were reported. Additional information was received from the patient. Pt called back stating that they received the replacement equipment today, however when they went to charge the new controller they discovered that the ac power supply prongs were broken so they couldn't charge the new controller. Pt mentioned that when they met with their specialist (patient services (pss) understood that the pt was speaking of meeting with their rep), the specialist suggested to try taping the old cord to hold it in place enough to charge the implant (ins) as their ins had ran completely out of charge. Pt stated that they taped the cord and that they sat for three hours to recharge the ins, however they were able to get a good charge on the ins after three hours of on and off problems. Pss sent an e-mail to repair to replace the ac power supply.

Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) serial number (B)(6) revealed a frayed cable, cable insulation is peeling away at donut end and wires are exposed, also displayed "no device found" message. Analysis of the 97745 controller (ptm) serial number (B)(6) revealed a malfunctioning stim button and scratched lcd. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.